Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed a year longer longevity than the one observed during an interrogation made a few weeks before. Boston scientific technical services (ts) discussed the shorter longevity calculation matched the expected based on the current magnet measurements. The pacemaker remains in service. No adverse patient effects were reported.